Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that not all items listed in the patient's medication orders are available in the cabinet. A technical support specialist identified the cause of the problem and provided instructions on how to resolve it. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system patient profiles on the cabinet do not provide a comprehensive list of their medications. The customer indicated that they are experiencing difficulties in obtaining the required medication. There were no adverse events or injuries reported based on this event.